Manufacturer narrative:
8/14/97-supplement #1 sent to FDA. Additional data entered in d9.device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a radical hysterectomy. Reportedly, the clip was ejected prematurely and damaged the blood vessel. The surgeon applied another device. The pt's status is satisfactory.